Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 180 mg/dl, 214 mg/dl, and 45 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
User received a bicarbonate result of 46.2 mmol per l for one pt sample that was reported out to the floor. The physician did not believe the result and did not act on it. A second sample was obtained from the pt and tested resulting at 20.9 mmol per l. The original sample was repeated twice giving 21.7 and 21.3 mmol per l. Sample type is plasma drawn in a green top heparin sample tube. Pt was not adversely affected. The field service rep was unable to find a cause and could not duplicate the issue. Calibration and controls were run with results acceptable to the customer. A precision check was performed to verify analyzer performance within spec.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those the customer reported were found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.